Manufacturer narrative:
Inconclusive, based on the information provided and the patient's extensive surgical history and advanced age, no conclusion can be made at this time as to the extent the davol device may have caused or contributed to the issues experienced by the patient post implant. It is alleged the patient developed multiple outcomes attributed to the davol device including infection and adhesions, however the medical records provided do not support the allegation of infection or adhesions related to the davol mesh suffered by the patient. However, both infection and adhesions are listed as possible adverse reactions in the instructions-for-use. Without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney and is also based on a review of the patient's medical records. On (B)(6) 2013, the patient underwent repair of a ventral hernia with implant of a non-bard/non-davol mesh. On (B)(6) 2014, patient had a second surgery in which the non-bard/non-davol mesh was found to be adhered to the small intestine and the abdominal wall. The doctor removed as much of the mesh as possible but could not remove it all. The doctor stated the mesh was wrapped around the bowel. Postoperatively the patient experienced periumbilical pain and burning back pain. On (B)(6) 2014, patient was admitted to the hospital for serious and severe abdominal pain. Patient underwent exploratory laparotomy with adhesiolysis and laparoscopic repair of ventral hernia with implant of a bard/davol ventralight st with echo. During the procedure a serosal tear was made and repaired. Following this, the procedure was turned back to a laparoscopy to repair the hernia and implant the ventralight st mesh. Dictation also noted the previous non-bard/non-davol mesh was "incised without excising it". The attorney alleges the patient suffered pain, infection, erosion, dislodging disintegration and adhesions of the non-bard/non-davol mesh and the bard mesh.

Manufacturer narrative:
Addendum to the initial report. This supplemental is being sent to show that the patient underwent multiple previous abdominal surgeries with non-bard/davol mesh devices. It does not appear that the site at the right anterior lower midline, where the bard mesh was placed has any recurrent herniation. There is no information indicating the involvement of the bard/davol mesh in relation to recurrences or any repeat surgical procedures. No definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. While the device codes and patient codes were included in this report, there is no evidence in the medical records provided that the bard/davol ventralight st mesh may have caused or contributed to the original allegation of infection, erosion, dislodging, disintegration and adhesions. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2009 - underwent implant of a non-bard/davol prolene mesh. (B)(6) 2012 - patient underwent exploratory laparotomy, lysis of adhesions to the non-bard/davol prolene mesh and repair of enterotomy. (B)(6) 2013 - patient underwent implant of a non-bard/davol 30cm x 30cm prolene mesh. (B)(6) 2014 - patient was admitted to the hospital for serious and severe abdominal pain. Patient underwent an exploratory laparotomy with adhesiolysis and laparoscopic repair of ventral hernia with implant of a bard/davol ventralight st with echo which was tacked to the anterior abdominal wall. During the procedure a serosal tear was made and repaired. Following this, the procedure was turned back to a laparoscopy to repair the hernia and implant the ventralight st mesh. The previous non-bard/davol mesh was "incised without excising it." (B)(6) 2014 - patient had a post op exam with surgeon. Per assessment, "no abdominal tenderness, negative for hernia, incision is healing nicely. There is no sign of hernia recurrence." (B)(6) 2015 - patient had md office visit with complaints of abdominal pain that occurs daily. Patient described the pain as burning and dull. (B)(6) 2015 - patient underwent upper gi endoscopy. Patient had normal esophagus and a small hiatus hernia. (B)(6) 2015 - 05/21/2015 - patient went to the hospital ER due to increased shortness of breath and was admitted for acute on chronic hypoxic respiratory failure, acute bronchitis, acute copd exacerbation, active tobacco use, htn, abd hernia that's reducible, chronic pain and pneumonia.. Per the md assessment note, "patient has two readily reducible abdominal hernias. One in about the right upper quadrant which is quite large and a smaller one in the left midline quadrant." Patient was discharged to a short term rehab facility.